Event description:
Pt had removal of silicone gel breast implants due to marked capsular contractures. The right implant, when removed from the capsule, was covered with a sticky material but was clinically intact. A dacron patch was present on the posterior surface. The left implant was totally disrupted and ruptured. A v-y mastopexy was also performed. Right and left implants weighed 130gm and 120 gm. Section from right capsule showed fibrosis and foreign body reaction, with lipophage reaction consistent with escaped foreign material (silicone). Section from left capsule was similar to right with lipophage reaction.